Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 7 failed to open due to the broken pocket. A field service engineer called a nursing unit. The nurse stated that the issue was resolved by a pharmacy. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that they were unable to pull a lot of medication and confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.